Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was a configuration issue. A technical support specialist dialed into the station and updated printer settings. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system printer was broken. The customer reported that there was a delay in the dispensing of the medication due to an inability to print the insulin label. There were no adverse events or injuries reported based on this event.